Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the patient experienced sudden cardiac arrest. The patient was electrically cardioverted and the event was resolved. The device remains in use. The patient was enrolled in the post-market clinical study. No further patient complications have been reported as a result of this event.